Manufacturer narrative:
This supplemental report is being submitted to provide the date returned to manufacturer (d9) updated fields: d9, h2 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope air/water channel had white residue on both sides and the auxiliary water channel had white residue. There was no patient involvement.